Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the site. It was clarified that the valve became dislodged from the delivery system and stuck in the right common femoral artery when withdrawing the delivery system back into the sheath. The following sections of this report have been updated: h10. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received from the site. The following sections of this report have been updated: added d4 lot number, added d4 expiration date, added d4 primary unique device identification (UDI) number, updated h3, added h4, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The esheath+ was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: liner torn 24cm in length at 1cm from strain relief. Tip opened as designed. Dimensional testing performed by measuring the liner thickness along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements were found to be within specification. Due to the nature of the event, functional testing was unable to be performed. Imagery was provided for review. Imaging of the patient's anatomy in pre-tavr CT revealed tortuosity of the right-sided access, with a prominent bend of the abdominal aorta with calcifications. Procedural imagery showed the valve stuck within the sheath and dislodged from the delivery system. Imaging showed contrast extravasation at the abdominal aorta level, with the valve dislodged within the esheath and possible slight expansion of the valve at the outflow section. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath liner puncture was confirmed. No manufacturing nonconformance was identified during evaluation. Reviews of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath and exiting the sheath through the side. During delivery system advancement through a challenging pathway, the devices were not coaxially aligned. This can lead the crimped valve to catch onto the liner, resulting in a torn liner. In this case, some valve struts were observed bent outward at outflow side on crimped valve. Excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the crimped valve and sheath. Furthermore, vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to a liner tear if compounded with vessel calcification and tortuosity. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany, a 16fr esheath liner puncture and subsequent patient death occurred during a transfemoral transcatheter aortic valve replacement procedure. During the procedure, there was resistance while trying to advance the commander delivery system and 29mm sapien 3 valve through the esheath. The patient's blood pressure was falling; CPR and intubation began. The delivery system exited through the side of the esheath. A perforation of the abdominal aorta was seen. In order to be able to introduce a coda balloon to block the aorta, an attempt was made to remove the valve catheter from the sheath. The valve was lost within the sheath. The sheath and delivery system were withdrawn under fluoroscopy. However, the valve could not be withdrawn from the right common femoral artery. The right common femoral artery was opened using vascular surgery and the valve was retrieved. Upon inspection of the valve, it was noted that one valve strut was bent and had exited the sheath. Despite blocking the aorta with a balloon, hemodynamic stabilization was not achieved. In the case of uncontrolled bleeding and CPR for approximately 45 minutes, an interdisciplinary decision was made against va-ECMO implantation with central cannulation. The patient died.